Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that for about 3 or 4 months, the stimulation would turn off once or twice a month. At one point, it took the patient 3 days to get it back on. The manufacturing representative looked at the patient battery and was not seeing any recharge or impedance issues. The patient was seeing the stimulation on icon. The patient tried increasing stimulation, but she was not feeling the stimulation sensation. The patient¿s implantable neurostimulator (ins) showed it was off and the patient could turn the ins back on with the patient programmer, but felt no stimulation. Once this occurred, the patient would feel the stimulation come back on ¿out of nowhere¿ and it would be overwhelming for the patient. The last time this issue occurred, it took 3 days for the stimulation to re-emerge. The patient had 4 or 5 mris since implantation. An impedance check was performed. It was noted that the impedances ¿seemed very healthy.¿ interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Event description:
Additional information reported that the patient¿s implantable neurostimulator (ins) would randomly shut off when she was sitting and this happened a couple of times a month. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller said the patient's ins has been non-functioning "pretty much from the get-go". No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it has been intermittent starting 2 months after it was put into patient's body. The patient did not know what was or is causing problem. It wasn't working at all at the time of the report. Patient called the hcp office on several occasions explaining to the nurse what was happening - also went to the office several times but by the time patient would get there, it would start working again sometimes. The hcp got to the point where they would not return patient's calls, so the patient called the manufacturer. It was very frustrating for the patient. The issue was not resolved but patient was having the device removed so they can have an MRI on a brain tumor. No further complications were reported.